Event description:
The customer reported about a disengaged foot support of an x-ray table, causing the pt to slip off the table top. The pt fell on the floor and was x-rayed in order to check for any injuries. Besides a bruise, no further injury was reported.

Manufacturer narrative:
The field service engineer checked for correct operation of foot support (footrest). The unit operated as expected. He could not find any sign of damage that may have contributed to support disengaging. The investigation showed the operator failed to check the correct locking of footrest into place, as required by the instructions for use. This is an user error. The instructions for use clearly warn the operator (danger!) That upon footrest mounting the correct locking must be checked, and describes how this is to be done. The customer was informed about the correct use of positioning and was retained according to the instructions. No technical correction needed to be done. The system works as specified. (B)(4).